Event description:
Pt on 1:2 augmentation. Rn heard iabp catheter sound, then noted blood in tubing. Iabp and heparin infusion turned off. Iabp catheter pulled. Pt flat in bed and paralyzed at time of incident. Iabp not reinserted. Pt placed on vasoactive drugs. Pt remains stable but critical.